Manufacturer narrative:
The initial reporter was clerk. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: blank. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: blank. Getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated the cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part spring arm ergodisk cap ral9016 (ard569010100) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the missing cap could be considered a technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert, the most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of a medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. Maquet sas strongly advises to check similar devices present at the customer site in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts (reference: ard569010102). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated the cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.